Event description:
It was reported that a user of the ilet bionic pancreas experienced an insulin delivery occlusion while using a contact detach steel infusion set, which was only resolved after the user changed the cartridge, tubing, and infusion set, with guidance provided to navigate to the change cartridge and tubing screen. Customer care provided assistance with cartridge change. Investigation of this case revealed an occlusion that cleared after replacement of disposable components, with no further malfunction reported. No clinical symptoms associated with temporary interruption of insulin delivery reported. Outcomes included temporary device performance limitation that was resolved after supply replacement. It was concluded that the event was consistent with an infusion set or tubing occlusion, resolved through standard troubleshooting and supply change, with device function restored.